Manufacturer narrative:
The suspect unit was not returned for evaluation. The root cause could not be determined as the device was not returned. The complaint database was reviewed and no related incidents for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The affected device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a cardiac angiography a crack was found in the manifold which allowed air to be injected into the patient. The manifold was replaced when the crack was discovered. No patient harm or injury was reported.